Event description:
Note: this report pertains to the first of two malfunctions that were reported for the same procedure. Refer to manufacturer report #3005099803-2008-05573 for details regarding this second device. It was reported to boston scientific corporation in 2008 that a rx pre-curved ercp cannula was used during an endoscopic retrograde cholangiopancreatography procedure. According to the complainant, during prep, dye leaked out the side of the catheter, "where the larger potion of the catheter joined with the tapered portion of the catheter, about 15cm from the tip of the cannula." The cannula was removed and replaced with a second rx pre-curved ercp cannula device.

Manufacturer narrative:
Visual examination of the returned device noted that the working length of the cannula was slightly twisted. The outer diameter of the single lumen-to-double lumen bond joint was measured to be within the expected tolerance. A functional evaluation was unable to replicate the reported leak; the malfunction is not confirmed.